Event description:
It was reported that during a lar procedure, blade error at self-check. And the blade broke within ten minutes. Broken part didn't come off in the operative field. Another device was used to complete the case. No pt consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.